Event description:
It was reported that non-sustained lead noise episode was observed on an asymptomatic patient. Suspecting a lead anomaly, the patient presented in operating room for a lead revision. It was found that the episode was caused by post-paced t-wave oversensing and all lead related measurements were normal. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.